Event description:
The patient reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod was not worn and no patient consequences were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated at the end of second prime. The device ran the expected number of pulses in each priming sequence. The drop in pulse widths in tandem with the rotational sensor failing to transition indicates that the hook talons were slipping over the ratchet gear during second prime, and the ratchet gear was not rotating. The drive stall that occurred during second prime resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. Two reruns were completed; both generating an 0x5c alarm, but neither replicated the failure to detent as no significant drop in pulse widths was observed. Inspection of the needle mechanism and drive mechanism found no damages or deficiencies that would result in a failure of the hook talon to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined.